Manufacturer narrative:
Records indicate these leads remained implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with these leads, and another manufacturer's device, expired. A family member reported they received information indicating the patient had a blood infection due to the device. Boston scientific technical services (ts) discussed infections can occur as a result of surgical procedures. Records indicate that the other manufacturer's device was explanted in 2009, there are no records of which device was then implanted.